Event description:
The report we received indicated that during coiling embolization within the basilar tip aneurysm, resistance was encountered inserting a 4x4 helical optipack coil through a prowler 14 preshaped 90 microcatheter. This resulted in the coil stretching and protruding into the parent artery. Prior to this coil, an unk number of mircus coils were placed through the same microcatheter without any resistance or difficulty. It was reported that a continuous flush was maintained and the microcatheter was not reshaped prior to use. During attempt to place the 4x4 helical optipack coil, the physician noticed resistance within the microcatheter distally. Reportedly, 85% of the coil was within the aneurysm, but the coil could not be advanced further. Eventually, the coil was able to be advanced, however, at that point, the coil was stretched. With attempt to retrieve the coil using a snare, the coil stretched further. Part of the coil was left protruding into the pt vessel. It was reported that there was no adverse effect to the pt. There was no change from baseline condition, and the pt was doing "good".

Manufacturer narrative:
It was reported that an unk number of coils were inserted without difficulty through the prowler 14 microcatheter prior to the difficulty encountered with the optipack coil. It is not possible to solely implicate the microcatheter. One non-sterile prowler select lp was received. Also, a competitor's delivery system without coil and an unidentified guide wire were received. No visual anomalies on returned prowler select lp were noted. Competitor's delivery system was unzipped and coil was not received. Unidentified guide wire was received bent. The inner diameter (ID) of the tip and hub of the microcatheter were found to be within specification. Returned microcatheter was flushed and no foreign material was discharged. Returned guide wire was inserted through the microcatheter and it got stuck at 89 cm from the hub. The microcatheter was sectioned at the area where the guide wire got stuck and the competiror's elongated coil came out without difficulties. Returned guide wire was introduced again through sectioned microcatheter and no resistance was experienced during insertion/ withdrawal. Mfg records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. The cause of the obstruction felt during functional analysis appeared to be the competitor's coil found inside of the microcatheter. No resistance was experienced during functional analysis with the returned guide wire. The reported complaint does not appear to be mfg related. The concomitant coil may have contributed or caused the reported insertion difficulty that resulted in the coil stretching.